Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported a ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, the device alarmed for a 'ventilator inoperative" alarm condition occurred. The blower motor was replaced to address the issue. The blower was returned to the manufacturer's product investigation laboratory and the root cause for the blower failure was indicative of contamination as there was evidence of a foreign black substance and a brown sticky like substance which caused the impeller to not spin freely.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, the device alarmed for a 'ventilator inoperative" alarm condition occurred. The blower motor was replaced to address the issue.